Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous proximal right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon initial inflation, it was noted that the balloon ruptured at 10atm. The device was removed using normal method without issue. The procedure was completed with a different device. There were no complications reported and patient is stable post procedure.